Event description:
Info received indicates the head end brake casters did not hold in the brake mode.

Manufacturer narrative:
The technician found both head casters had broken stems. The technician replaced the casters to repair the bed.